Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with defibrillation electrodes. The customer reports that the electrodes were placed and adhered to the patients skin. They then plugged them into the monitor and nothing displayed on the screen. They jiggled the wires and the screen came up and went right back down. The customer reports they placed another pair of electrodes on the patient, not manufactured by covidien, and the set worked fine.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.